Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that at first glance of x-ray it appeared to have fractured lead 0-7. However, it was actually lead 8-15 with contacts 8 and 9 completely separated from the lead. An impedance check was completed and showed impedance on contacts 8 and 9 for possible short circuit. The healthcare provider (hcp) was made aware. It is undetermined how the fractured lead occurred. The leads are placed in the cervical spine. The patient reports manually ¿cracking neck¿ multiple times per day using hand and chin and tossing and turning head frequently while trying to sleep at night. The rep reprogrammed stimulation on unaffected leads.

Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead, product ID: 977a175, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a175, serial/lot #: (B)(4), ubd: 23-jul-2019, UDI#: (B)(4). Product ID: 977a175, serial/lot #: (B)(4), ubd: 20-aug-2019, UDI#: (B)(4). A supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep was asked to work with the patient on reprogramming. Imaging of the lead was done and the rep initially stated the left lead was fractured (0-7). The rep reported that the 0 and 1 contacts were the ones that looked to be compromised. The rep then went on to say that she was unsure if it was actually broken, but she saw the lead was bent at an 85-degree angle approximately and to the right. The lead was at the c1 location. The rep had no run impedances.